Manufacturer narrative:
(B)(4). Concomitant products: cobalt hv bn cmt 40g-japan, pn 402282j, ln 233730. (B)(6). Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-09961. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that dirt was found attached to the sterilization packaging it is unknown if the dirt was on the outside or the inside of the package. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
Upon evaluation of the returned device, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.